Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0038270482. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required), perforation, (hospitalization) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed the closure device in the laa of the patient, but it did not meet release criteria. The closure device was fully recaptured and removed from the patient. A new 27mm wds was then attempted but also did not meet release criteria. Another 27mm wds was then inserted and deployed in the patient. Three attempts were made to deploy this device and after the third recaptured a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis draining fluid from the patient. The procedure was ended with no closure device implanted in the patient. The patient was admitted to the hospital with the drain in place to be monitored overnight. The pericardiocentesis was unable to control the pericardial effusion. The patient's family was consulted about possible surgery with do not resuscitate (dnr) status that had been rescinded for the procedure. The family concluded that the patient would not want surgery, so the decision was made to cease tapping the effusion. The patient died shortly after.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed the closure device in the laa of the patient, but it did not meet release criteria. The closure device was fully recaptured and removed from the patient. A new 27 mm wds was then attempted but also did not meet release criteria. Another 27 mm wds was then inserted and deployed in the patient. Three attempts were made to deploy this device and after the third recaptured a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis draining fluid from the patient. The procedure was ended with no closure device implanted in the patient. The patient was admitted to the hospital with the drain in place to be monitored overnight. The pericardiocentesis was unable to control the pericardial effusion. The patient's family was consulted about possible surgery with do not resuscitate (dnr) status that had been rescinded for the procedure. The family concluded that the patient would not want surgery, so the decision was made to cease tapping the effusion. The patient died shortly after.